Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error messages during service. One of the two error code is associated to a patient pump. It is unknown if the other one was displayed on the cardioplegia or patient circuit. A malfunction of the stirrer motor on the patient side cannot be excluded. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Some traces of water on the metal bridges could be found. To resolve the problem, cardioplegia bridge, patient bridge and distribution board have been replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication livanova learned that: all the pump motors appeared to be faulty, probably due to water ingress. It is likely that the distribution board was no longer operating correctly as damaged by the faulty motors. Taking into account all the information reported above and that all pumps got damaged at the same time, it is possible that the motors and consequently the distribution board no longer worked properly because of water ingress due to an overfill by the user. Thus the most likely root cause of the event is an user error by the user. However, this cannot be confirmed.